Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 491 mg/dl with large ketones. Reportedly, due to the elevated bg level, the customer went to the hospital on (B)(6) 2017. While at the hospital, an occlusion alarm occurred during basal delivery. The customer was removed from pump therapy and treated with intravenous (IV) insulin. Additionally, the cartridge and infusion site were changed at the hospital. The customer left the hospital on (B)(6) 2017, with no permanent damage and the issue resolved. As the supplies had been changed prior to contacting tandem technical support, troubleshooting to determine a cause of the occlusion was unable to be performed.